Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v794131, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
A patient indicated for urinary dysfunction and gastrointestinal/pelvic floor reported that symptoms gradually returned in april 2015. It was stated the implantable neurostimulator (ins) was "not working." At the time of the report, the programmer would not turn on. After changing the batteries, the programmer powered on, but would not communicate with the ins with or without the antenna. The patient received a new programmer and it was also not communicating with the ins. A poor communication screen was seen. An appointment with the doctor was scheduled for 2015-08-04. No information regarding interventions or outcome was provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.